Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (time and date reset) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 submitted 2/22/2017: quality review of the case found that the patient realized they had entered the wrong time into the pump when setting it up and then did not want to reboot the pump because he did not want to lose the insulin on board. User error was the cause of the incident. There was no pump malfunction and no allegation of an adverse event, so the incident does not meet animas reportability criteria.